Event description:
It was reported that the platform displayed user advisories 16 and 17 and that the motor shaft did not rotate and was difficult to rotate by hand. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.